Event description:
Patient representative reported "removal of left breast implant due to associated anaplastic large cell lymphoma, damage to breast tissue, inflammation, pain, and seroma." Pathological markers confirming alcl have not been received. The device has been explanted.

Manufacturer narrative:
Diagnoses: seroma, anaplastic large cell lymphoma, pathological markers confirming alcl have not been received. Date of diagnoses: (B)(6) 2019. Implanting physician: (B)(6). Explanting physician: not provided. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and lymphoma-alcl-suspected are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma, lymphoma-alcl-suspected.